Event description:
Customer performed a blood glucose test and received a result of 215mg/dl. The customer took extra insulin based on this reading. 30 minutes later the customer retested and received a reading of 111mg/dl. The customer passed out. An ambulance was called and the paramedics received a result of 30mg/dl. The customer was given food and juice to raise blood glucose level. No controls were being used and the device was not coded correctly. A request was made for the return of the suspect device and replacements were sent.